Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, noise oversensing leading to inappropriate auto mode switching episodes was observed. Patient experienced dyspnea due to the event. It was noted that the hourly automatic impedance checks were causing noise. Programming changes were made.

Event description:
New information received notes that the atrial lead was capped and replaced on 01/04/2018. The device was moved to the right side due to left subclavian occlusion. The patient tolerated the procedure well with no adverse complications.